Manufacturer narrative:
Initial and final MDR 1909115 - 3003442380-2024-13556 - device 2 of 14.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-may-2024, it was reported that the patient faced infusion set cannula was kinked within 3 3 hours of insertion at upper buttocks/hip/abdomen, which cause the patient's blood glucose elevated to high, therefore patient had received correction injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.